Event description:
A us distributor contacted zoll to report that a patient developed a rash all over their body. The patient could not confirm if the irritation was caused by the lifevest or not. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antihistamine for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.